Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review could not be conducted. No product identification information was provided and thus a complaint history review could not be conducted. No product identification information was provided and thus a device labeling/IFU review could not be conducted. No product identification information was provided and thus a risk management review (device) review could not be conducted. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that an adverse event, associated to the use of a regenesorb device in a iliotibial band tenodesis procedure, took place. It is unknown whether the event happened during surgery. No further details were provided, the patient's outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.